Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours they had experienced bleeding at the insertion site. The patients reported blood glucose level was 300 mg/dl. Upon removal of the pod from the insertion site it was discovered that the needle had not retracted upon the initial activation.